Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. The service technician noticed corrosion under the keypad. The keypad was replaced the resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was determine to be a faulty ketpad.

Event description:
The customer contacted stryker to report that their device's power button is not working properly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.